Event description:
It was reported that the pump was submerged under water and was no longer responsive. There was no reported adverse impact to the customer¿s blood glucose level. Multiple attempts were made by tandem technical support to obtain additional information; however, the customer did not respond.